Event description:
It was reported, the pt is experiencing persistent pain at her ipg site that radiates down his right leg. The pt met with his physician and fluoroscopy showed the ipg was positioned on the iliac crest of the right hip. It was also reported, the pt experiences intermittent stimulation. An sjm rep has met with the pt and reprogrammed his ipg multiple times, but within a few days stimulation is off again. The pt is scheduled for surgery to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.